Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "one sample was received. The actual sample was received in an open pouch for further evaluation. Visual inspection was conducted on the received sample and no abnormalities were observed. No dimensional inspection was performed as part of this complaint investigation. The cuff pressure of the actual returned sample was inflated to 25 mbar by using calibrated endotest. The observation shows that the cuff was unable to maintain its pressure at 25 mbar. Further inspection carried out on cuff, and it was observed that there is crack line on the cuff. The crack line on the cuff prevents the cuff from inflating. Based on our standard production method such crack line would be detectable during the 100% leak test conducted during inspection and will be rejected immediately. No dimensional inspection was performed as a part of this complaint investigation. A device history record review was not completed as the lot number was unknown. The actual root cause cannot be identified as a manufacturing-related issue since the obvious defect of crack line on cuff of the returned sample, can be detected during 100% inflation test at and visual inspection. No corrective action initiated due to visual inspection on inflation and deflation was 100% conducted in manufacturing process and such obvious defect able to be detected and taken out as it will fail all the testing at manufacturing site. Based on investigation, the defect mode on cuff was punctured matched with the complainant report. There is crack line on cuff observed on the returned sample that prevented the cuff from inflating. However, all the tube will undergo 100% visual inspection and inflation test to check any leak and other defect. After this process, the tubes with inflated cuffs are hang at hanging jig for 30minutes to check any leak on cuff. Such a noticeable defect (the crack line on the cuff) would be easily detected and removed, as it would fail all tests at the manufacturing site. Therefore, the complaint cannot be confirmed as it is not a manufacturing related issue." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during a procedure on wisdom teeth, the cuff was found to be punctured. The patient had to be reintubated". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during a procedure on wisdom teeth, the cuff was found to be punctured. The patient had to be reintubated". No patient harm or injury. The patient status is reported as "fine".